Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical devices: 163660, 28mm dia cocr mod hd -6mm nk, 573300. Report source, foreign - event occurred in (B)(6).

Event description:
It was reported that during an initial hip arthoplasty, the surgeon was not able to get the polyethylene liner inserted into the cup after the metal head had already been assembled with the liner. No known adverse event was reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection identified damages in the form of dot indentations to the lip around the shell. Visual inspection of the liner identified a flake of poly protruding above the shell. Photographs of the products were provided and it was identified the head was perfectly assembled to the liner. The locking ring was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.